Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection due to a loose connector on power port two (2).an investigation by the supplier, is currently investigating loose controller power port connectors. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however loose power port connec is still being investigated. The manufacturer has an open internal investigation to evaluate the communication anomalies between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed through log file analysis since this event is related to the controller having a loose connector. Analysis of the device could not be performed since the device was disposed of under fsca apr 2013.1 and is not available. Fsca apr 2013.1 determined that these controllers lack adequate esd protection. An internal investigation determined that the most likely root cause of the alleged loose driveline connector can be attributed to inadequate thread locking resulting from low bond strength and adhesive. The most likely root cause is inadequate thread locking resulting from the low bond strength of the adhesive. The instructions for use (IFU) and patient manual include information on effective controller and connection management. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient notified the team of a loose driveline connector. Vad coordinator advised patient to come into clinic for exchange. The manufacturer's field engineer inspected the driveline connector and observed no damage. The locking mechanism function as intended. The complaint was isolated to the controller socket; which was loose. The controller was exchanged with no report of any effect on the patient.